Event description:
It was reported that patient experienced ineffective therapy and wound dehiscence at the s1 lead site. Reportedly, x-rays showed that the s1 lead had migrated. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
It was reported to abbott a patient had an open incision at the s1 lead site. The patient was seeing their physician every 2-3 days to have the wound packed. There was no infection. X-ray showed the s1 lead had migrated. Reprogramming was unable to provide effective therapy. The patient's lead was explanted and replaced due to lead migration. Effective therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the s1 lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott a patient had an open incision at the s1 lead site. The patient was seeing her physician every 2-3 days to have the wound packed. There was no infection. X-ray showed the s1 lead had migrated. Reprogramming was unable to provide effective therapy. A lead revision is planned but will not be scheduled until the open incision is healed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.